Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a cat oophorectomy on (B)(6) 2025 and suture was used. Disintegration with 2 sutures during the same surgery during cat oophorectomy, the veterinarian uses suture for abdominal wall ligation and overlay and skin overlay. Cats wear a collar post-operatively. When suturing the abdominal wall, after 1 or 2 tissue passages and without exerting excessive pressure, the needle became detached from the thread. This problem occurred on 2 sutures during the same surgery. The surgery could be completed, using a new thread, without affecting the animal. There were no patient consequences reported. No additional information was requested at this time.